Manufacturer narrative:
(B)(4).

Event description:
This is report 2 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The nurse declined to provide any additional information.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd893990 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.